Manufacturer narrative:
No d1000 product samples, videos or photographs were returned for investigation. The DHR was reviewed and there were no non-conformances found that would have contributed to the reported complaint. The probable cause of unable to aspirate is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this complaint issue at this time. Corrected information can be found in d10.

Event description:
A complaint was received regarding a tego¿ connector that experienced no flow. The reporter stated ¿on (B)(6) 2025, product surveillance received a report from nurse in wansey dialysis regarding tego neddlefree haemodialysis connector. It was reported that both tegos were faulty, and had difficulty aspirating the heparin lock out. Tego changed to a new one. There was no injury reported to be associated with the event and no medical intervention required. There was patient involvement.

Manufacturer narrative:
B3 - date of event - the date of event is unknown, and 01 jan 2025 has been used as a placeholder. The investigation is pending completion. Upon completion of the investigation a supplemental MDR will be submitted.